Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had higher thresholds since a previous generator replacement procedure. During a follow up visit, it was noted that the lead had high thresholds and no capture at 8.0 volts. It was also noted that the lead had dislodged. The lead was revised and remains active. No patient complications have been reported as a result of this event.